Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The outer shaft was stretched down for 3mm starting 2mm distal of the exit notch. The inner shaft was buckled 46mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that there was difficulty removing the device.

Event description:
It was reported that the balloon was difficult to remove. During a percutaneous coronary intervention after stent implantation, the 5.50mm x 15mm nc emerge balloon was impossible to recapture into the 7f guiding catheter. All existing equipment was removed, including the implanted stent. The procedure was completed with implanting a new stent without issue or patient injury. However, a delay of one hour in procedure time was reported.

Event description:
It was reported that the balloon was difficult to remove. During a percutaneous coronary intervention after stent implantation, the 5.50mm x 15mm nc emerge balloon was impossible to recapture into the 7f guiding catheter. All existing equipment was removed, including the implanted stent. The procedure was completed with implanting a new stent without issue or patient injury. However, a delay of one hour in procedure time was reported.